Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the customer was getting small air bubbles at the top of the reservoir. Blood glucose value was 5.8 mg/dl. It was stated that the reservoirs are filled with insulin at room temperature and the plunger was lubricated before use. It was stated that air bubbles are happening with every reservoir. Filling technique was reviewed and it was advised to make to be ripping and warping the o rings. The customer tried an technique and stated that air bubbles persisted. It was advised that the information was sent to the clinical representative for additional assistance.